Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, two scratches were noted in the middle of the iol after it was implanted into the patient's eye. The iol was removed and replaced with the same lens model during the initial procedure with no patient harm.